Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was not registering as locked in a position. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was registered as placed in the drawer but did not securely lock into position. A field service engineer (fse) contacted the customer regarding a failed pocket that was not latching into the drawer. The station was restarted; the pocket was recovered and logically removed. These steps were successful. A new pocket was tested but did not latch. Tray d in 3.1 was not holding the cubie pocket. The station was powered off, tray d was replaced, and the station was powered on. The customer tested by inserting a pocket into tray d. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was not registering as locked in a position. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.